Manufacturer narrative:
The reported 2.0mm locking drill guide 4mm-32mm was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.0mm locking drill guide 4mm-32mm (part number 80-0249, batch number 329365) was examined visually under magnification. The end thread of the locking drill guide has been sheared off. Under magnification the fracture surface is brittle, with fragments of the threads handing off the tip. This rough fracture surface was indicative of a single excessive load. A failure such as this usually occurs with an off-axis excessive loading of the drill guide while threaded in the plate or if the guide was cross threaded during insertion and over torqued. The missing threads were not returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
The reported 2.0mm locking drill guide 4mm-32mm was not returned for evaluation. Manufacturing and inspection records for 2.0mm locking drill guide 4mm-32mm (part number 80-0249, batch number 329365) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the bolt broke off after mounting on the plate. The broken piece was removed from the patient. The surgery was completed with a replacement device of the same model after a 10-minute delay. No other adverse patient consequences were reported.